Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nipping tongue, (cheek and gums) [tongue injury], nipping (tongue, cheek) and gums [gingival injury], pinching mouth, nipping (tongue), cheek (and gums) [mouth injury], skin peeling from lip [lip exfoliation], head started to work loose and began pinching mouth between head and neck of brushhead, [injury associated with device], head started to work loose between head and neck of brushhead [device breakage]. Case description: a husband reported spontaneously via chat on (B)(6) 2017 that his wife of unspecified age was using an oral-b power oral care refills precision clean, and it started to work loose and began pinching her mouth between the head and neck of the brush. Additional symptoms included nipping tongue, cheek, and gums and skin peeling from lip. The husband explained that the logo on the brush heads was gray, and if he scratched really hard he could mark the logo; just rubbing did nothing. The brush heads were from a pack of 4. Product use was withdrawn. The overall case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.